Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a plum duo infusion system. The patient¿s blood pressure doubled (systolic blood pressure in the 200s) and their heart rate dropped. This occurred immediately after a bolus of norepinephrine was delivered to the patient, resulting in acute hypertension and bradycardia. During the event, the pump was running quadruple concentrated norepinephrine and it alarmed for air in line. A 10cc syringe was attached to the secondary port and the backprime button on the pump was used to clear the air bubble into the syringe. The norepinephrine gtt was paused temporarily until the patient's blood pressure returned to a safe level; it was then restarted once appropriate.